Event description:
It was reported that the "pt presented with blood loss from catheter while on dialysis. The location was just distal to the blue hub on the catheter."

Manufacturer narrative:
An investigation has been initiated. When the investigation is complete, a final report will be submitted.